Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: it is reported facility is drawing 1 ml in this vacutainer and experiencing high gel additive in vacutainer. It is reported facility is drawing 1 ml in this vacutainer and experiencing high gel additive in vacutainer. No specific quantity of occurrences or dates of events. The customer is running a study and has a limit on the amount of blood is drawn from the patients. 1 ml of blood is added to the sst tube by syringe, and the tubes are placed on ice. I explained that there is clot activator in the tube for 3.5 ml of blood, and the ice will affect the cells and the movement of the gel during centrifugation. The tubes should be allowed to clot and be centrifuged at rt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: it is reported facility is drawing 1 ml in this vacutainer and experiencing high gel additive in vacutainer. It is reported facility is drawing 1 ml in this vacutainer and experiencing high gel additive in vacutainer. No specific quantity of occurrences or dates of events. The customer is running a study and has a limit on the amount of blood is drawn from the patients. 1 ml of blood is added to the sst tube by syringe, and the tubes are placed on ice. I explained that there is clot activator in the tube for 3.5 ml of blood, and the ice will affect the cells and the movement of the gel during centrifugation. The tubes should be allowed to clot and be centrifuged at rt.